Event description:
It was reported that there was air in the lines of an automated peritoneal dialysis (pd) set with cassette. This was observed during the second dwell cycle of pd therapy with a homechoice device. The patient disconnected from the machine while in dwell and failed to press stop. The patient did clamp the lines after disconnecting. The patient later reconnected to the set. The technical service representative (tsr) advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, the patient disconnecting without using proper disconnect procedures is a known cause of this malfunction. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. If additional relevant information is received, a supplemental medwatch will be filed.